Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. The blood glucose reading was 231 mg/dl. Upon troubleshooting, the customer was advised that the alarm was a result of a possible insertion site or infusion set occlusion. During a fixed prime, insulin did exit the tubing. The customer was unable to remove the infusion set in order to inspect the cannula. The most recent blood glucose reading was 286 mg/dl. He was advised to change the infusion set. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.